Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that the stent was damaged while trying to cross the lesion. Another 2.5 x 18mm resolute onyx was used to treat the lesion. There was no patient injury reported.